Event description:
It was reported that the patient presented to the clinic with symptoms of shortness of breath, light headedness and an elevated white blood count. A device check found that the right ventricular lead was t-wave oversensing (twos). The sensitivity on the lead was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).